Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Data logs were not provided. The cause of the high purge pressure issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The user facility reported a 54-year-old female in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the positioning during the first night of support, the patient started to bleed from the access site. The hospital decided to remove heparin, re-assess the anastomosis and finally to wean and explant the pump. Successfully weaned, patient survived.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿